Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was programmed to infuse using an incorrect medication concentration. Patient was ordered to receive norepinephrine 8mg/250ml, however norepinephrine 16mg/250ml was selected. There was patient involvement however patient impact is not known.

Event description:
It was reported that the pump module was programmed to infuse using an incorrect medication concentration. Patient was ordered to receive norepinephrine 8mg/250ml, however norepinephrine 16mg/250ml was selected. There was patient involvement however patient impact is not known.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.